Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient in a volunteer fire fighter and that they were called to an accident on (B)(6) 2019 in which they had to use the jaws of life which uses hydraulics and electricity. The patient stated that while using the equipment they felt a terrible burning sensation down their left side and that it was painful for 5 minutes and sore to the touch for a bit. When the patient got home they noticed that the stimulation had turned off during that time. On (B)(6) 2019 the patient was seeing a 'settings not available' message on their controller and stimulation was set to a level where they could not feel it. The patient was able to decrease stimulation but was not able to increase it. The patient noted that they had breakthrough pain the morning of (B)(6) 2019. The patient stated that they would be meeting with a manufacture representative to troubleshooting. No further complications were reported.

Manufacturer narrative:
Approximate weight. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer on 2019-jan-18 reporting that the cause of the issues was determined about 3 or 4 days later during a meeting with a manufacturer representative that one of their contacts had fried. The consumer was reprogrammed to another contact in hopes of getting relief but this was not going well. The therapeutic benefit issue had not resolved and the patient had not had any relief since that lead had fried. The consumer intended to work with a manufacturer representative more about this issue. Additional information was received from a manufacturer representative on 2019-jan-21 reporting that there was painful stimulation shooting down the patient's leg and a loss of coverage suddenly since the event. One contact was at >40,000 ohms during impedance testing. Additional information was received from the consumer on 2019-jan-22 reporting that the patient's programs were switched from group b to group a. It was reported that they were going to have to do a lead revision to resolve the event. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient and a manufacturer representative (rep). It was reported that the patient was a volunteer firefighter and would like to know if something on a fire truck or if some equipment on a fire truck could cause interference with their ins. The patient said that about a month ago they were using the hurst jaws of life and at one point felt a burning sensation down their thigh. The patient said their stimulation had shut off and the contact that was activated and working at the time had maxed out and was no longer working. The patient stated that they were informed it maxed its impedance and "fried". The patient said that, 2 weeks later, they were training and had a scott air pack on and during this time the group had switched from group b to group a. The patient wanted to provide the following power sources for each situation; the fire truck runs off of 12 volt and run a generator to 120 volt when they are working on a scene, the jaws runs off a power unit via hydraulics and the scott air pack does have electrical however it runs off of 9 volt batteries. The patient said their physician was very adamant that something is interfering, however the patient was not convinced. The patient said that they will have to have a lead revision due to the lead malfunction. The rep reported that the patient was a volunteer firefighter who handles the jaws of life saw when they work. The rep met with the patient to get reprogrammed and it seemed to give the patient better coverage, but the next day the patient reported that the coverage had "failed". The rep said the patient will be getting a lead revision/replacement. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reiterated the previously reported complaints and added that their stimulation was all out of wack and that it was on the left side only. One of the contacts they were using was no longer working and stimulation was either too high or too low. No further complications were reported.